Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2016, v- sics up to 392; ventricular tachycardia non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016, rv pacing impedance greater than 3000 ohms. Rv lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and noise were observed on the right ventricular (rv) lead. The rv lead remains in use but is expected to be explanted. No patient complications have been reported as a result of this event.